Event description:
The contralateral pull wire was caught on the hooks of the superior attachment system during jacket retraction. An 8 f guide catheter was utilized to remove the wire from the hooks and resume the endograft deployment. Stents were used to treat a common iliac stenosis.